Event description:
It was observed that during the device evaluation, the camera head exhibited leak from video connector (connector cracked) and was confirmed that the cable was leaking. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus regional repair center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable was leaking and there was a leak from video connector (connector cracked) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.